Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9110637. Our records show that this is the only instance of a 9110637 occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device that was returned to our facility was evaluated; our quality engineers found the needle partially retracted and broken off in the septum of the device. The safety mechanism was already activated and with the use of scissor clamps to secure the needle fragment lodged in the septum our engineers were able to remove it without the application of excess effort. Our engineers were not able to determine the root cause at the conclusion of our review.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a safety shield activation failure. This was discovered during use. The following information was provided by the initial reporter: it's noticed that safety shield activation failure during needle retraction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a safety shield activation failure. This was discovered during use. The following information was provided by the initial reporter: it's noticed that safety shield activation failure during needle retraction.